Event description:
Another co was informed of an explant report that the sense pace lead was explanted for a suspected malfunction of low inpedence. The lead was damaged in the explant procedure and would not be returned for analysis. There was no indication that the ICD did not performed to specification.